Event description:
It was reported that on (B)(6) 2015 the patient presented with a non-st elevation myocardial infarction (mi) and a left anterior descending (lad) coronary artery dissection resulting in complete lad closure. A 3.5x23mm and 3.0x12mm xience pro x stents were implanted in proximal the lad with good results noted. Per angiography, the stents were noted well apposed to the vessel wall. That same day, the patient experienced another mi and proximal lad in-stent thrombosis was noted. Additional dilatation was performed in both stents using a 3.0x20mm trek dilatation catheter and a 3.0x12mm xience pro x stent was implanted, distal to the previously implanted xience pro x stents, without reported issue. Additional medications, heparin, reopro, aspisol and dormicum were provided and an intra-aortic balloon pump (iabp) was placed. The patient was noted to be in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of thrombosis and myocardial infarction, as listed in the xience prox everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x23mm xience pro mentioned is being filed under a separate medwatch report. The xience pro is currently not commercially available in the us; however, it is therefore similar to a device sold in the us.